Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. Insulin pump was tested with no bolus anomaly and no missing segments or partial display noted. Pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and partial display. Customer stated that the blood glucose value was in the range of 300mg/dl and this morning it was 416mg/dl. Customer treated with the pump and manual injections. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.